Event description:
Healthcare professional (hcp) reported medical event against juvéderm® volux¿ and [unspecified] juvéderm® voluma¿: treatment with voluma in ck4 and volux in mandibular angle. After 48 hours, patient experienced inflammation in the mandibular angle bilaterally. Hcp prescribed augmentine and corticosteroids. Few days later it is not better either, and presents discomfort. Hcp later reported resolved the patient's abscesses in jw1 on both sides, which occurred after treatment with volux. Hcp drained them and treated them with antibiotics and corticosteroid. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-34371). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.